Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic cystoscopy procedure for a patient with bladder stricture that occurred in the outpatient ambulatory care facility in oncology clinic treatment room, while using the cysto-nephro videoscope upon insertion into the patient's urethra, the physician attempted to pass the scope past the stricture multiple times with no success. As the scope could not be passed through the stricture, the physician attempted to remove the scope which became lodged in the patient¿s urethra. Physician was heard saying that it appeared as though the scope folded back on itself. After becoming lodged in the urethra, the physician attempted to straighten the scope using a glide wire through the channel. This attempt was unsuccessful. At this time two other physicians had arrived to assist. Since the scope was still not able to be removed the glide wire was removed and two dilator sets (up to 30mm in diameter) were inserted to expand the urethra. After multiple attempts expanding the urethra with dilators, physician was able to manipulate the scope externally and straighten the scope. Once straightened the scope was able to be easily removed. The removal of the scope extended the procedure for 2 hours. The expected duration of the procedure was only 5-10 minutes; however, due to the device malfunction, the actual duration of the procedure lasted for 90-120 minutes and patient experienced subsequent urinary tract infection (uti), urinary retention, pain and bleeding. Although the lodged endoscope was successfully removed by dilating the preexisting stenotic urethra by prostate hypertrophy, the procedure was terminated. Also, the patient had to have catheter placed after cytoscope was removed. He had to be given oral antibiotics. Additionally, since the patient was not under anesthesia the procedure was canceled and not completed, due to patient having a bladder stricture and the cystoscope complication. Subsequently, the patient took the catheter out early due to pain and ended up in emergency department on, with uti and urinary retention, had another catheter placed and was put on additional oral antibiotics. The patient is still to be scheduled for future cystoscopy in operating room with the provider. Subsequent follow up visit is scheduled. Patient is currently stable, but not without complications.